Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tuning kinks. The following information was provided by the initial reporter: the tubing is too soft and kinks too easily causing back ups or sometimes even an IV restart. It looks like the lot number is (10)2305527 and it can kink anywhere, but most occurrences are just below the drip chamber.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that tubing bends and crimps too easily could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device lot #: lot was reported; however, this is not a lot # 2305527. Manufactured for the reported catalog #. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tuning kinks. The following information was provided by the initial reporter: the tubing is too soft and kinks too easily causing back ups or sometimes even an IV restart. It looks like the lot number is (10)2305527 and it can kink anywhere, but most occurrences are just below the drip chamber.